Event description:
According to the reporter, during laparoscopic liver resection, the generator indicator lit red during the surgery; even if the dual mode button was not pressed, coagulation mode will output. The generator was reconnected, but it did not recovered, so a new dissector and a new battery pack were prepared and connected. After that, it could be used without any problem. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the generator indicator lit red during the surgery; even if the dual mode button is not pressed, coag mode will output. The generator was reconnected, but it did not recovered, so a new dissector and a new battery pack were prepared and connected. After that, it could be used without any problem. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic liver resection, the generator indicator lit red so it was reconnected. It improved once, but the red light appeared again while checking. After that, the coagulation mode had outputted even though the doctor did not press the output button. The state of the dual mode button was pressed one step and could not be returned. It could be pressed to the second step but it would not return even if they let it go. The generator was reconnected, but it did not recovered, so a new dissector and a new battery pack were prepared and connected. After that, it could be used without any problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device showed evidence of use. The waveguide did not align with the jaw. The shaft of the device was bent. Functional testing found the assembled device returned a green light and produced a welcome tone. The device was unable to be activated. No defects or damage were observed in the packaging returned that could have contributed to the reported defect. It was reported that the device self activated. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of shaft bent and waveguide misaligned. The product analysis noted evidence that the device was not used as intended. This issue may occur due to transport/storage of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.